Event description:
A report was received that the patient began to experience back pain and discovered that her body was rejecting the paddle leads that remain implanted. The patient underwent a surgery to remove the leads.

Manufacturer narrative:
The explanted paddle leads were not returned to bsn for evaluation. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.